Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. The patient had prior history of hernia which was repaired prior to the start of pd therapy. The pdrn stated that after the surgery, the repaired area had a leak and patient developed another hernia. The pdrn stated that the leak may have been due to the pd therapy causing the repaired tissue to collapse. The patient underwent surgery on an unknown date to repair the leak and hernia. It was unknown if the patient was hospitalized for the event. The patient was switched to hemodialysis. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.